Event description:
It was reported that a patient underwent a resection procedure on (B)(6) 2025 and suture was used. At 14.57, it was found that the problem of pulling off suture needle happened when suturing the patient's wound. Immediately replaced with a new suture and explained to the patient. Resulting in prolonged treatment time. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did this event contribute to any patient adverse event? --please refer to the event description, other information requested is unknown. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. --no device can be returned currently. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.